Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors tip cover accessory for failure analysis investigation. The accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measure 4.75 mm in length. There are not signs of thermal damage present at the end of any tears as evidenced by charring/melting. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors tip cover accessory has broken at the end / cracked and also the plastic has melted at the opposite end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory cracked/broke multiple times across several procedures. On january 23, 2026, the issue occurred three times during the same operation, and it occurred once per procedure on january 26 and 27. One tip cover was sent to intuitive and a complaint was filed; the others were not available. No patient injuries were reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.